Event description:
Problem: the blue handle of the bone biopsy needle separated from the pink hub of the biopsy needle and the needle could not be withdrawn from the pt. In 1999 this pt was lifting a cabinet when they felt pain in their left shoulder. There has been minimal pain since that time. Three months ago while lifting a large door the pt experienced increased pain and spasms at t-8. Provisional diagnosis was compression fracture of t-8. In 2001 the pt was taken to special procedures for a vertebroplasty of t-8. Under fluoroscopic observation a 13-gauge needle was advanced down the left-sided pedicle of t-8 in the needle tip position in the anterior portion of this vertebral body. Attempting to torque the handle of the 13-gauge bone biopsy needle with the tip in position it became apparent that the needle would neither be torqued nor readily withdrawn. Hammering upon the handhold failed to remove the needle and the blue handle-driving end of this 13-gauge needle actually dissembled during the hammering process. Multiple attempts to remove the needle with vice grips were unsuccessful. Neurosurgical services was contacted and performed a small incision and cut down in the region of the needle where it protruded from the skin. This allowed a chuck to be advanced coaxially down the shaft of the needle and tightened. Using a slap-hammer the needle was at last removed from the pedicle and vertebral body of t-8. The procedure was terminated at that time. Throughout the procedure vital signs including blood pressure, p02 and heart rate were stable. The pt received antibiotic one hour prior to the procedure and an add'l dosage in the mid portion of the procedure. The actual procedure appeared to have started at 1440 and the pt was returned to the floor in satisfactory condition at 1705. The pt was discharged that evening.